Manufacturer narrative:
Investigation summary: a complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of catheter broke/separated before placement with lot #9312639, regarding item #38183314. Occurrence: 1st a review of the device history record was completed for sub-assembly #8607680, lot 9303662, manufactured from 10-nov-2019 to 18-nov-2019 used in claimed lots 9312639. The batch in question was analyzed for tests to verify ¿needle retraction¿, ¿part activation¿, and ¿damaged component¿, no records were found that could lead to the claimed defect. In addition to the lack of evidence that could cause this complaint during the analysis of the batch history, corrective maintenance and non-conformities, this complaint does not contain a photo or samples for analysis. According to the customer's description, it was not possible to associate the defect. Defect will be monitored.

Event description:
It was reported that the catheter separated from hub prior to use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: when the catheter was opened for use, it was identified that the silicone device did not come out with the needle.